Event description:
It was reported that during an unk procedure, the hand switch was broken. The surgeon changed to use another device to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 08/13/2008. Info anticipated, but unavailable at this time.